Event description:
It is reported that the patient was implanted an unknown durom acetabular component on an unknown date and revision surgery is planned due to unknown reason.

Manufacturer narrative:
Additional information was received on december 22, 2015. The case was reopened and re-investigation was performed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check showed that the product combination was approved by zimmer. Review of event description: revision surgery of tha due to implant failure. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It is now reported that a patient was implanted a durom us acetabular component 48/42 h on (B)(6) 2009 and was revised on (B)(6) 2014 due to implant failure.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).